Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer was able to rest the pump; however, customer has reported at least 3 occurrences of the same malfunction on this pump. The pump was replaced to resolve this issue. The customer will use their backup insulin pump for insulin therapy until the replacement pump arrives. There was no adverse impact to the customer¿s blood glucose level.